Event description:
During an angioplasty of left anterior descending coronary artery, they attempted stent placement in this artery, but could not pass the stenotic area. The stent was not recovered post removal of the catheter. They performed fluoroscopy extensively and did not see the stent for retrieval.